Manufacturer narrative:
Correction g4. PMA# missing previously medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Then, last week, mdt rep. Had a vanta case and got a validation error and kept getting error even after exiting app and then reinterrogating. Mdt rep. Said they even restarted tablet, but still got error message. Mdt rep. Said they used another vanta ins and the screen navigated straight through without issue. Mdt rep. Said yesterday they used the same vanta ins and then got another validation error multiple times. Mdt rep. Switched to another vanta ins and was able to get beyond the validation error screen. Mdt rep. Said they had called hcit yesterday and found out their communicator was not updated, so that could be factoring into some of the issues. Tss explained the validation error message and suggested possible troubleshooting. 2025-10-28: additional information was received from hcit stating rep's feature flag code was 2. Caller wanted to confirm code, which agent verified should be 0. Agent asked that hcit convey this to rep as they were speaking with them on the other line. Caller inquired about possible ways to fix feature flag code. Agent reviewed with caller that agent's knowledge on changing feature flag codes was minimal but suggested trying to uninstall and reinstall app(s). Caller said they were also thinking they would try that next.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The software version was reported. There was no error. It was a "stuck in cycle" issue corrected with customer service. Troubleshooting included reinstalling the application. The cause of the feature flag code being 2 instead of 0 was the app needed updating. The logs were unable to be obtained. The issue resolved.